Event description:
It was reported that the customer had a new insulin pump and she received a no delivery alarm. Customer's blood glucose level was 179 mg/dl. Pump was stuck in the rewind loop. Customer stated that they are unable to exit the preparing to prime loop. Customer did not receive a 2nd series of beeps nor did the numbers appear on screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.